Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: manufacturing date not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the ojr412 optiflow junior 2 nasal cannula had a noise of air leakage. The distributor further reported that there were no identified connection issues with the circuit and cannula. The reported complaint was resolved upon replacing the cannula. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: manufacturing date not provided by the customer. Method: the subject device, ojr412 optiflow junior 2 nasal cannula, was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed no damage to the cannula. A leak test was performed at a pressure of 40 cmh2o and a minor leak with no audible noise was identified. The leak was measured and confirmed to be within the specifications for the product. Conclusion: based on visual inspection and test results, the returned ojr412 optiflow junior 2 nasal cannula was found to meet product specifications. A minor leak was confirmed during testing; however, no audible noise was detected. As such, the root cause of the reported event could not be determined. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that an air leak noise was heard when connecting an ojr412 optiflow junior 2 nasal cannula. The distributor further reported that the event was resolved by replacing the cannula. There was no reported patient consequence.